Event description:
On (B)(6) 2012, pt reported her infusion device is not working. Pt stated the infusion device is not turning on even with a new battery. Pt reported she changed the battery cover. Pt stated she has not been able to use the infusion device for 3 months. Pt reported she did not get a low battery or battery depleted or any other error message before the device stopped working. Had pt insert a new battery into the infusion device; device did not turn on. Had pt try another battery; device did not turn on. Pt stated the infusion device turned off without an error or alert while going through the change the cartridge function. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.